Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, reservoir removed and replaced. The surgeon believed the pump was self-inflating due to the reservoir. The surgeon tested the removed reservoir and stated it was working appropriately, so he stated it must have been something with the way it was sitting in the patient and what it was pushing on.